Manufacturer narrative:
Device evaluation by manufacturer: the returned device consisted of selective mc single bern 130cm truselect infusion catheter separated into 3 pieces, while one of the pieces was stuck in the non-boston scientific (bsc) catheter. Visual examination revealed shaft separation located approximately 53cm from the strain relief. A segment of the broken shaft was approximately 13.5cm long. The remaining segment was stuck inside the non-bsc catheter.

Event description:
Reportable based on analysis completed on (B)(6) 2025. It was reported that when the microcatheter entered the bisection, it could not be advanced. The target lesion was located in a mildly tortuous vessel leading to renal hamartoma. A selective mc single bern 130cm truselect infusion catheter was selected to treat the renal hamartoma. When the catheter entered the bisection, however, the catheter became astringent and could not be advanced. After withdrawal, another device was used to complete the procedure. There were no patient complications as a result of this event, and the patient condition following procedure was stable. However, device analysis revealed shaft separation located approximately 53cm from the strain relief.